Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the cause of the low bg was due to the correction factor needing adjustment. Customer consumed carbohydrates to address bg and confirmed heath care provider had made adjustments to the customer's settings.